Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. Analysis also identified that the hanger assembly and one boss on the upper case was cracked. C277 on main printed circuit board (pcb) was broken. The main pcb, encoder assembly, display frame and one encoder knob were contaminated. The lower case was damaged. Display wires were pinched and exposed . All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular connector was broken. The epg was returned for analysis. No patient complications have been reported as a result of this event.